Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad became unresponsive. Customer's blood glucose was not known. The insulin pump had been dropped a few times in the past. Customer also stated there was a piece missing on the back side of the battery compartment. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted during our testing. Unable to verify for operating currents including low battery, off no power, bad battery or failed battery test alarm due to no act button response. The insulin pump had minor scratched display window, cracked case at the display window corners, broken reservoir tube lip, broken battery tube threads and missing the end cap sticker.